Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that probe has poor aspiration before vitrectomy surgery. The surgery was completed by changing a new product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened ultravit probe, with tip protector was received in a pouch. The sample was visually inspected and was found to be conforming. The sample was then functionally inspected for actuation and aspiration and was found to be conforming for both functional tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. The photo is of a probe in a bag with focus on the label. Reported product and lot information is confirmed. The reported issue could not be confirmed from the photo review. The returned sample was found to be conforming, therefore probe has poor aspiration as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).